Manufacturer narrative:
Revision occurred after 7 weeks due to joint instability at implant site. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 7 weeks after the primary surgery, which occurred on (B)(6) 2025. No fall or other trauma reported. Revision occurred due to instability at the implant site. A 40 mm centered glenosphere and a 40 mm + 6 standard humeral cup were explanted. These items were replaced with a 40 mm eccentric glenosphere, a 40 mm + 3 135/145 humeral stability cup, and a 9 mm spacer.